Event description:
Per complaint (B)(4), a patient experienced peri-implantitis, resulting in the extraction of their implant.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Added information in for patient identifier, updated for report submission date and to report device evaluation results. Updated for device return date, for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and method, result and conclusion codes. #e2012017 report late due to asr to individual reporting transition.